Event description:
Pt admitted for major elective surgery. Foley inserted in or 5/23/96. On 6/8/96 nurse unable to deflate balloon to remove foley. Md notified. Urology consulted. Urology attempted unsuccessfully to pop the balloon with a guidewire. Another unsuccessful attempt 6/9/96.to or on 6/10/96 for cysto, cystograms and removal of retained foley and bladder stones. In or multiple attempts with a small lithotrite, and after scraping a stone from the balloon wall, the balloon was punctured with injector catheter. A 320 5-cc foley was inserted after removal of the #16. The #16 catheter was discarded and is not available for eval. Facility uses co's catheters.